Manufacturer narrative:
Examination of the returned product confirmed the complaint; the threaded tip is nicked/damaged which would prevent proper mating. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out and or misuse. Based on the overall condition of the returned device, the root cause is attributed to misuse secondary to product wear out. The date code ag0710 indicates instrument was manufactured in july of 2010. Based on the root causes of misuse secondary to product wear out, corrective action is not needed. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Threads on impactor handle became damaged. No longer will thread into cup properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.